Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant poking pain on the side") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous. On (B)(6) 2014, the patient had essure inserted. In 2019, she experienced arthralgia ("joint aches"). In 2020, she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("heavy periods, down for a week, couldn't function well"). Essure was removed on (B)(6) 2023. An unknown time later she experienced brain fog ("brain fog"), libido decreased ("lack of sex drive"), genital haemorrhage ("abnormal bleeding"), depression ("depression") and mood swings ("mood swings") and was found to have weight increased ("weight gain (45 pds)"). The patient was treated with tylenol (paracetamol) and roxicodone (oxycodone hydrochloride) as well as surgery (essure removed and a hysterectomy in (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, brain fog, depression, genital haemorrhage, heavy menstrual bleeding, libido decreased, mood swings, pelvic pain and weight increased to be related to essure administration. The reporter commented: consumer had the essure implanted in 2014 (exact date not provided) for contraception. 5 years later, she started having joint aches. In the last 3 years, she's been experiencing constant poking pain on the side and heavy periods. Whenever she has periods, she's down for a week and couldn't function well. She eventually had the essure removed and a hysterectomy done in (B)(6) 2023. Follow-up (14-jun-2023): discrepancy in essure insertion date/removal date noted (insertion previous date: (B)(6) 2014 updated (B)(6) 2014); (removal previous date (B)(6) 2023 updated to (B)(6) 2023). Insertion information: pre and postop diagnoses: multiparity, desiring permanent sterilization. Procedure: permanent sterilization using essure device. Findings: no palpable adnexal masses, normal uterus, bilateral ostia visualized, no intracavity lesions. Description: bilateral ostia visualized. Essure device was deployed into bilateral ostia with leaving 3 coils on left and 4 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.283 kg. [Hysterosalpingogram] on (B)(6) 2014: clinical notes: tubal ligation status; admission for sterilization; postoperative examination. Clinical history: essure placement. Findings: uterine cavity is well opacified with contrast. There is total blockage of both fallopian tubes by presence of essure devices in place. There is a significant amount of venous reflux into pelvic veins. Impression: there is total blockage of both fallopian tubes by presence of essure devices in place. Concerning the injuries reported in this case, the following one/ones were described in patient medical records: weight gain (45 pds); brain fog; lack of sex drive; abnormal bleeding; depression; mood swings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jun-2023: adverse events "weight gain (45 pds); brain fog; lack of sex drive; abnormal bleeding; depression and mood swings" were added to the case; insertion information updated; concomitant medication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant poking pain on the side") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2019 she experienced arthralgia ("joint aches"). In 2020 she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("heavy periods, down for a week, couldn't function well"). Essure was removed in (B)(6) 2023. The patient was treated with surgery (essure removed and a hysterectomy in (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: consumer had the essure implanted in 2014 (exact date not provided) for contraception. 5 years later, she started having joint aches. In the last 3 years, she's been experiencing constant poking pain on the side and heavy periods. Whenever she has periods, she's down for a week and couldn't function well. She eventually had the essure removed and a hysterectomy done in (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant poking pain on the side") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2019 she experienced arthralgia ("joint aches"). In 2020 she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("heavy periods, down for a week, couldn't function well"). Essure was removed in (B)(6) 2023. The patient was treated with surgery (essure removed and a hysterectomy in (B)(6) 2023). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, heavy menstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: consumer had the essure implanted in 2014 (exact date not provided) for contraception. 5 years later, she started having joint aches. In the last 3 years, she's been experiencing constant poking pain on the side and heavy periods. Whenever she has periods, she's down for a week and couldn't function well. She eventually had the essure removed and a hysterectomy done in (B)(6) 2023. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.